Event description:
It was reported that a patient underwent a sling procedure on (B)(6)2010. The patient could not urinate post-operatively. The patient remained in the hospital and was taken back to surgery the next day, to loosen the sling. The patient was still unable to urinate, so she was given the option to go home with a catheter and return on (B)(6)2010 to have the sling loosened again or have the sling removed. The patient decided to have the sling removed and the patient went home approximately three hours after removal of the sling. The patient experienced right-sided soreness below the umbilicus and low in the pelvic area. The patient also had inability to have a bowel movement and took milk of magnesia twice on (B)(6)2010. The patient had diarrhea on (B)(6)2010. The patient also has pain from her buttocks to the back of her knees and plans to follow-up with the physician.

Manufacturer narrative:
(B)(4) (constipation), (B)(4) (urinary retention occurred). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.